Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-02710 1. Section h. Box 10. Additional narrative and/or corrective data. Evaluation of the returned red72 confirmed an ovalization on its distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. This damage likely contributed to the resistance experienced during retraction the device through the rhv during the procedure. During functional testing, the red72 was able to be advanced and retracted through the returned rhv and a demonstration neuron max without issue. The rhv used in the procedure was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned red72 confirmed kinks on its distal shaft. If the device is forcefully advanced against resistance, damage such as this may occur. This damage likely contributed to the resistance experienced during retraction the device through the rhv during the procedure. During functional testing, the red72 was able to be advanced and retracted through the returned rhv and a demonstration neuron max without issue. The rhv used in the procedure was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red 72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a penumbra engine (engine), a non-penumbra catheter, a non-penumbra rotating hemostasis valve, a non-penumbra pump, and a guidewire. It was noted that the patient had severe mid basilar stenosis. During the procedure, the physician gained access through the patient¿s right femoral artery. It was reported that access was difficult, and the physician made multiple attempts to gain access in the left and right femoral arteries. The neuron max was then advanced and placed in the left vertebral artery. After completing the diagnostic runs, the red72 was tracked over a velocity and guidewire to the basilar artery; however, the red72 would not advance past the stenosis of the basilar artery. Therefore, the physician placed the distal end of the red72 proximal to the stenosis. The physician connected the engine to the rhv of the red72 and connected a non-penumbra aspiration pump to the rhv of the neuron max. Aspiration was applied for approximately 45 to 60 seconds. After applying aspiration, the red72 was retracted and became stuck in the rhv approximately 10 to 12 cm from the distal end. It was reported that approximately 8 to 10 cm of the red72 was stuck in the rhv and 2 cm was distal to the rhv, still in the sheath. The physician completely loosened the rhv to open the valve; however, the red72 remained stuck. Therefore, the rhv and the red72 were removed together. The red72 was noticed to be bent at the distal end where it became stuck. The physician then successfully completed a second pass in the target vessel using a non-penumbra catheter and the same rhv. It was reported that this catheter also did not pass the stenosis. The procedure was completed using the same rhv and non-penumbra catheters (stryker). The physician was able to achieve thrombolysis in cerebral infarction (tici) 2b. There was no report of an adverse effect to the patient.